Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood results. Pt compared the true result system reading directly to the doctor's meter. Result reading to be inaccurate. No product name or identification given. No results given. No adverse event reported. Ref mw5035306.